Manufacturer narrative:
(B)(4). Investigation results: a partially deployed wallflex biliary rx stent was returned for analysis. A visual examination of the device found that the outer sheath was kinked at the guidewire access port and the proximal clear outer sheath was broken just distal to the handle. The clear outer sheath was stuck on the steel tube visual marker. The stainless steel tube outer diameter was measured at 2.08mm, the visual marker outer diameter was 2.11mm, and the outer diameter of the crimped clear outer sheath was 2.32mm. Functional analysis found out that, with force, it was possible to manually deploy the stent by pulling back the outer sheath. No other issues were noted with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident that the stent failed to deploy as the device was returned partially deployed. The investigation noted that the observed damage to the device is consistent with the application of excessive force during usage. Based on the condition of the returned device and the evaluation conducted, it was not possible to determine a definitive root cause for the reported failure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a malignant stricture in the mid common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to placement. According to the complainant, during the procedure, the stent failed to deploy. The complainant reported that the stent was fully-constrained on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event.